Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that one foley catheter disconnected from the tubing overnight.

Manufacturer narrative:
H 3 evaluation summary. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One used sample without its original package was received. The sample was visually inspected, and the reported issue was observed. The catheter was found to be detached from the connector. The reported condition was confirmed. The manufacturing process was reviewed. The process was found running according to product specifications and meeting quality acceptance criteria. Machines maintenance for the catheter-adapter assembly was verified and found with up-to-date corrective and preventive maintenance as scheduled. No abnormal process conditions that could cause the reported failure were detected in the manufacturing process. The exact root cause could not be determined. No corrective or preventative action (CAPA) is required at this time because the failure mode reported is below the approved acceptable quality limit (aql). The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.